Manufacturer narrative:
Block g2 (report source): study: boston scientific corporation e7118 endoscopy post market surveillance data collection. Block h2 (additional information): block a2, a3, block b5, b7, and block h6 patient code and impact code, have been updated based on the additional information received on february 3, 2023. Block h10: it was initially reported to boston scientific corporation (bsc) that an advanix rx biliary stent was placed successfully on (B)(6), 2022. On (B)(6), 2022, the patient passed away. Relation to the stent placement was not specified at the time of the initial report. On february 3, 2023, additional information was received from the physician clarifying that there was no relationship between the advanix rx biliary stent and the patient death. The patient was on palliative status (ps) and the patient cause of death was lethal evolution of tumoral disease. The sequence of events leading up to the patient death were end of life of tumoral disease with occlusion syndrome and palliative care. Based on all available information, there was no alleged product performance issue with the advanix rx biliary stent and in the physician assessment the stent did not cause or contribute to the patient death. Bsc no longer considers this to be a MDR reportable event.

Event description:
It was reported to boston scientific that an advanix rx biliary stent was placed successfully on (B)(6), 2022. On (B)(6), 2022, the patient passed away. Relation to the stent placement was not specified. Additional information received on february 3, 2023: the physician clarified that there was no relationship between the advanix rx biliary stent and the patient death. The patient was on palliative status (ps) and the patient cause of death was lethal evolution of tumoral disease. The sequence of events leading up to the patient death were end of life of tumoral disease with occlusion syndrome and palliative care. Additionally, the physician noted that the stent was placed as biliary drainage for metastatic cholangitis, the stent was not explanted prior to the patient death and the patient status at the close of the stent placement procedure was ps 2-3. The patient had a history of adenocarcinoma of the cardia, treated by radiation chemotherapy treatment (rct), surgery and immunotherapy, and prostate adenocarcinoma.

Manufacturer narrative:
(Report source): study: boston scientific e7118 endoscopy post market surveillance data collection. Impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific that an advanix rx biliary stent was placed successfully on (B)(6) 2022. On (B)(6) 2022, the patient died. Relation to the stent placement was not specified. No further information has been obtained despite good faith efforts.